Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09795. It was reported that the patient presented in-clinic for a routine device follow-up check post right atrial lead revision. Upon device interrogation, atrial lead exhibited high capture thresholds and failure to capture. Programming changes were made on the device and patient was scheduled for a revision procedure. On (B)(6) 2021, the atrial lead was noted to be dislodged. The atrial lead was explanted and replaced on (B)(6) 2021. During the procedure on (B)(6) 2021, the set screw got stripped on the atrial port of the pacemaker. The pacemaker was explanted and replaced. Patient was stable.